Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.5, g.2, h.6.

Event description:
Patient reported right side "severe pain, capsular contracture, baker grade IV" and is "concerned with the evolution of their clinical condition due to the recall." Healthcare professional reported "contracture grade 4." Patient representative reported "several symptoms related to silicone disease." Patient also reported "nodule"; this event is not device related. The device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV

Event description:
Patient reported unknown side "pain, capsular contracture grade IV and nodule" the device remains implanted.

Event description:
Patient reported right side "pain, capsular contracture grade IV and nodule" the device remains implanted. Patient is concerned over the recall and patient representative reported "silicone disease."